Manufacturer narrative:
Unit passed active current measurement and self-test. Unit failed to pass the rewind test due to pump error 38 occurring during testing. Unit failed to pass the sleep current test due to high current. Unable to perform seating, basic occlusion test, occlusion test, force sensor test and displacement test due to pump error 38 occurring during testing and missing retainer ring. Unit was successfully download using thus for history files and trace files. These alarms were found in history file: pump error 37 (B)(6) 2021 6:16-12:17 & (B)(6) 2023 16:49, pump error 53 ((B)(4)) 7/24/2021 6:19--6:21, pump error 38 (B)(6) 2021 10:29--12:11 & (B)(6) 2023 12:30, pump error 130 (B)(6) 2021 16:0023:27 & (B)(6) 2021 10:30 --10:36, pump error 43 (B)(6) 2021 20:03--22:50 & (B)(6) 2021 10:24--10:30 pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, or force sensor. The following were noted during visual inspection: scratched case, cracked keypad overlay, stained keypad overlay, pillowing keypad overlay, detached retainer, keypad overlay texture damage, missing o-ring (reservoir tube), corroded home switch. Unable to lock p-cap into place due to missing retainer ring. Pump error 37 & pump error 43 is confirmed due to being found in history files and traces and corroded home switch. Pump error 38 is confirmed due to occurring during testing and corroded home switch. Pump error 130 is not confirmed. Pump error 53 is confirmed due to software anomaly and being found in history file. Unexpected battery power loss is confirmed due to moisture damage to electronic stack. Pump error 22 is not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had the saved user-settings in flash were corrupt error alarm. Insulin pump piston was not moving forward to deliver insulin and gave insulin pump error. Troubleshooting was not performed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.